Manufacturer narrative:
Concomitant medical products: 694758 lead, implant date: (B)(6) 2008; dtmb1d1 ICD, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that p wave amplitude was falling and atrial undersensing was noted on the right atrial (ra) lead. The lead ra was reprogrammed and remains in use. No patient complications have been reported as a result of this event.